Event description:
It was reported the pt's pocket site is sore. It was also reported the ipg battery charge is depleting faster than usual. The next course of action was undetermined.

Manufacturer narrative:
This ipg serial number was included in a field advisory and in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.